Event description:
It was reported to medtronic minimed that the customer experienced cartridge holder damage and leaks. The customer reported blood glucose value of 200 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-105nnblna. Troubleshooting was performed and the customer reported broken/damaged inpen. Inpen replacement initiated. The customer inspected the insulin cartridge and identified leaks or moisture. The customer was advised to change the insulin cartridge. No further patient complications were reported. The customer will discontinue the use of the device. Mmt-105nnblna was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.